Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer did not address high bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.